Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called to assist customer at home due low blood glucose. The blood glucose reading at the time the paramedics arrived was 24 mg/dl. Customer stated that her insulin pump is cracked and a piece is missing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked battery tube threads and cracked case at display window corners.